Event description:
The customer used the device on pt and received a blood glucose result of 63mg/dl. A lab was done with a result of 42mg/dl. The pt was treated with 200ml of 125% dextrose solution IV at 5mls/hr. The device was used again with a result of 73mg/dl and the lab was 56mg/dl. The customer stated that they believe the blood glucose sample was in the lab too long and that glycolysis occurred. A request was made for the return of the suspect device. The customer refused replacement at this time. Controls were stated to be in range.